Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. The analysis found the output circuitry of the device damaged. It is believed that the leads arced causing a low impedance path that resulted in damage to the output circuitry. The device's functionality was tested on the bench and on the automated electrical test system. All low voltage device functions were normal.

Event description:
It was reported that low impedance was observed during the the device interrogation. Hence, the device was explanted.